Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty with safety. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected unreported conditions: a damaged knife blade and a pre-fired reload. Visual inspection noted the reload was pre-fired and engaged in interlock. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. Damaged knife blade can occur when an obstacle has been incorporated in the jaws during application, while a pre-fire condition with interlock engagement can occur if the instrument firing handle is partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the surgeon was not able to press the green button and squeeze the handle. It was also reported that a spring sound was heard on the handle. While on the blood vessel reload it was noted that it did not enter into firing mode. And lastly on the green reload(second reload) the device partially fired and there was poor staple formation and a whole row of staple fell into the patient's cavity. Another handle and new reload was used to fire at the cutting edge to resolve the issue. There was unanticipated tissue damage and tissue loss due to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the surgeon was not able to press the green button and squeeze the handle. A spring sound was heard on the handle. While on the blood vessel reload it was noted that it did not enter into firing mode. And lastly on the green reload (second reload) the device partially fired and there was poor staple formation and a whole row of staple fell into the patient's cavity. Another handle and new reload was used to fire at the cutting edge to resolve the issue. There was unanticipated tissue damage and tissue loss due to the event.